Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of the automated peritoneal dialysis therapy. Reportedly, during setup the home patient had inadvertently connected a supply bag to the final line of the homechoice set rather than the appropriate supply line. After noting this the home patient, disconnected the supply bag from the final line, and connected that bag to a supply line of the homechoice set. In doing this the home patient left the final line unclamped with no tip protector in place. Baxter's technical service center assisted the home patient in ending the therapy early. Per the home patient, no patient injury or medical intervention was associated with this incident.